Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose due to insulin pump was not turn on. The customer¿s blood glucose level was 405 mg/dl. The customer did not provide information about symptoms and treatment. Customer said when they woke up, insulin pump has no display even after changing the battery. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer stated that the insulin pump was not bumped, dropped or exposed to moisture. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.